Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the monitor was blank. A technical support specialist (tss) was involved in resolving the issue. The tss dialed into the station and accessed the medication application version 1.6.1. The services and data synchronization logs were reviewed and found to be functioning properly. The tss opened microsoft structured query language server management studio and checked the database size, which was 1.6 gb and within the acceptable threshold. The system performance was evaluated, showing central processing unit usage at 19%, memory at 58%, disk at 0%, and network at 0%. Local disk space was also checked, with 19 gb free on the c drive and 71 gb on the d drive. The system uptime was confirmed to be zero days. The station's synchronization status was verified against the current date and time. The tss examined the medication application logs and identified a recurring error message related to case feed. However, no errors related to the station issue were found in the data synchronization logs. An email was sent to the customer for further action, and upon acknowledgment, the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the monitor was black and was inaccessible for three hours. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.